Event description:
It is reported that tibial component appeared to be a different color than what was typically seen and that one of the poly cement plugs was missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.